Event description:
Physician attempted to use a protege rx self-expanding stent to treat patient in the right, proximal common carotid artery. Lesion type was calcified with severe tortuosity, severe calcification and 90% stenosis. Artery diameter was 6 mm and lesion length was 25 mm. A 4 mm balloon was used to pre-dilate. It is reported that post-stent deployment, removal difficulties were experienced with the delivery system due to heavily calcified internal carotid and tortuosity. The delivery catheter caught on the stent causing stent deformation. A 0.035", 4 x 40 admiral balloon was used to dilate the stent and next to the delivery system. Balloon and device were then removed. No patient history reported

Manufacturer narrative:
Additional information received: it was reported that the balloon used post-deployment was used because of the stent deformation and not as a normal part of the procedure. Evaluation summary: the protégé rx was returned for evaluation. The protégé rx was inspected and observed it was in a post-deployment state. The inner assembly was advanced past the outer assembly. The deployment grip was pushed forward. The strain relief was removed from the catheter. Blood was noted within the clear manifold assembly and the hypotubing. The distal tip, exposed inner assembly, retainer, and outer assembly were inspected. No damage was noted; dried blood was noted within the outer assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.